Event description:
It was reported that an interlink extension set leaked blood from its ¿plug end.¿ during follow-up with the reporter, they indicated that they disconnected the extension set from the primary line and placed the cap (designed to prevent contamination of the extension set tip prior to connection) provided with the extension set¿s packaging on the end of the extension set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. However, the user's reported practice of using the cap after disconnection of the set to prevent flow did not comply with the baxter recommended practice and was determined to have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.